Event description:
It has been reported to philips that there was a connection failure of the wireless footswitch. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Due to the restart of the geometry, it was not possible to x-ray for a short time. There is only one problem with the table movement, which was addressed in a different work order. The system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the medical device correction z-0476-2022. Here the issue was not duplicated, and the system was working as intended. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.